Event description:
The device was used during a laparoscopic cholecystectomy. The er320 clips would not stay on the vessel. Clips would not close completely, even when handle was closed with much pressure. There was no consequence to the pt.